Event description:
It was reported that discard it 2ml with 25gx1 needle had foreign matter, scale marking issues, and damaged package. All of these occurred on 8670 occasions before use. The following information was provided by the initial reporter: material has been rejected with many reasons below are the details. Black spot, foreign particle, marking defect, blister damaged, two needle in one pack, no needle damaged syringe, hair found in the pack.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2020. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned discard it 2ml with 25x1¿ from lot # 9310711 product # 301866 with the reported issue that ¿material has been rejected with many reasons. Black spot, foreign particle, marking defect, blister damaged, two needle in one pack, no needle, damaged syringe, hair found in the pack¿. DHR reviewed found no non-conformities. 84000 samples have been received at the dc and 9000 retention samples were used for investigation. Based on the investigation team, the defects are confirmed. 1 and 2. Black spot & foreign particle ¿ implemented cleaning process of brush used in syringe loaders. Implemented cleaning process of brush used in syringe loaders. Introduction of pm schedule for syringe loader: include the cleaning of sliding part(s) of the loader. Cleaning of the product holding fingers of the loaders. Damaged blister- worked on cutter assembly to increase seal width thus strip will not struck on belt during movement and blister will not get damaged. Two needle in one pack- frequency of challenge test of the vision camera to be revised from pm(weekly) to daily. No needle in the pack- frequency of challenge test of the vision camera to be revised from pm(weekly) to daily. Hair and loose foreign matter - install meech ionizing and vacuum cleaning device to remove hair and loose foreign particle from syringe blister. Target date- 30/dec/2020. Marking defect- while inspecting the stamping station mis-alignment observed in the top and bottom part of the stamping station. Action plan- 1. Stamping dye alignment done. 2. Dye alignment check point to be added into the pm check sheet. Damaged syringe- rca work in progress.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that discardit 2ml with 25gx1 needle had foreign matter, scale marking issues, and damaged package. All of these occurred on 8670 occasions before use. The following information was provided by the initial reporter: material has been rejected with many reasons below are the details. Black spot, foreign particle, marking defect, blister damaged, two needle in one pack, no needle, damaged syringe, hair found in the pack.